Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 47 mg/dl, but no fingerstick was taken at that moment. The patient experienced feeling dizzy and was brought to the hospital by their spouse. No medication was given at home. When a fingerstick was taken the blood glucose reading was 250 mg/dl. No cgm reading was reported from that moment and no treatment was given at that time. Eventually the patient was hospitalized for 4 days and was treated with insulin during that time. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.